Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information as reported by the patient on 2016-06-30. The patient reported that they had first started experiencing the infection and sepsis in (B)(6) 2014. They also noted that the surgeon cleaned out all of the infection at the time of the surgery and that the infection/sepsis had resolved.

Event description:
Additional information was received from a consumer. The serial number of the pump that was removed in 2014 due to sepsis/infection was unknown. It was noted that the pump that was removed was implanted in 1996. The onset of the infection/sepsis was (B)(6) 2014. The diagnostic testing performed was unknown. The sepsis/infection resolved. The patient has not had any recurrence.

Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from a consumer and company representative in regard to a patient receiving fentanyl and dilaudid via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and chronic low back pain. It was reported that the patient experienced infection symptoms. The patient got septic in 2014 and had the pump removed. It was noted that the patient was getting relief from the pump. The product information, onset, diagnostics, cause, and outcome of the event were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.